Event description:
It is reported that the patient was revised due to fracture of the shell. During the revision surgery, it became apparent that the shell and liner were severely worn. Signs of osteolysis were also reported.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: it is unknown if the patient followed the proper rehabilitation protocols and long-term precautions. If the acetabular components were implanted with an improper orientation, the devices could be subjected to abnormal stress patterns and wear more quickly. The abnormal stress patterns could also have caused the acetabular shell to fatigue and eventually fracture. It is also possible that the patient was performing non-recommended high impact activities, leading to the wear and fracture. Additionally, some of the wear is certainly due to normal wear and tear over approximately 18 years in vivo. Based on the information provided, a definitive cause for these issues cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Manufacturing records for the liner could not be reviewed as the lot number was not provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened.